Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture with intrinsic r-waves were observed due to lead dislodgement during device check. Patient was asymptomatic. The lead was explanted and replaced. No patient symptoms were reported post-procedure.